Manufacturer narrative:
Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the device was defective.